Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("today has new pain, in lower right abdomen") in a (B)(6) -year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 11 months after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and abdominal pain upper ("today has new pain, in stomach"). On an unknown date, the patient experienced neck pain ("MRI test yesterday, from her neck to her lower back ordered by her pain doctor"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain/from her neck to her lower back"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and abdominal pain ("sever abdominal pain"). The patient was treated with surgery (underwent a-bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain lower outcome was unknown, the abdominal pain upper and neck pain had not resolved and the dysmenorrhoea, menstrual disorder, back pain, dyspareunia, alopecia, vaginal discharge and abdominal pain had resolved. The reporter provided no causality assessment for abdominal pain lower, abdominal pain upper and neck pain with essure. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menstrual disorder and vaginal discharge to be related to essure. The reporter commented: patient sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, patient has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2017: essure coils were in the proper location. On (B)(6) 2016 MRI (magnetic resonance imaging) that had been ordered by pain doctor. The test went all the way from her neck to her lower back: no result reported quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received: events "abnormal menstrual bleeding, severe menstrual pain, severe back pain, sever abdominal pain, painful intercourse, hair loss, irregular vaginal discharge", reporter lawyer added, product stop date updated. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident; no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.